Event description:
A customer reported she never received her replacement freestyle lite blood glucose meter and test strips that were ordered on (B)(6) 2011 after she lost her old meter. She further reported that on (B)(6) 2011 she subsequently experienced dizziness and low blood sugar. Paramedics were called and treated customer on the scene with four bayer aspirins and sprayed an unknown substance (customer did not know what it was) into her mouth. Customer was transported to a local healthcare facility where she was diagnosed with hypoglycemia and given treatment which was a change to her normal medications. However, customer could not remember specifically what it was. Customer additionally self-treated by drinking "a lot of water". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. Complaint involved a delivery issue, hence no product will be returned for investigation. Additionally: the date of manufacture of the undelivered meter is unknown.